Manufacturer narrative:
Per conversation with the customer, the distributor found a clog in pinch valve lv8. The fse flushed lv8 and the instrument ran without any leaks or voteouts. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10ml from the probe of a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer also reported that the instrument generated white blood cell (wbc) vote outs (non-numeric results) while running controls. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.